Event description:
A nurse reported a pediatric pt expired during or shortly after completion of cvvhdf treatment. The disposables were discarded after the treatment and no longer available for inspection. Limited info related to the pt and this event has been provided to gambro despite numerous attempts to collect more info.

Manufacturer narrative:
The dialysate used at the time of this event was discarded and not available for analysis. The dialysate lot number remains unk.